Manufacturer narrative:
Literature citation: palmeri, n. O., locke, a. H., rathakrishnan, b., mahmood, f., laham, r., liu, d., & d'avila, a. (2024). Po-03-060 percutaneous watchman flx extraction for severe peri-device leak using a dual-grasper technique. Heart rhythm, 21(5), s388-s389.

Event description:
Reported via journal article. It was reported that device movement/shift occurred leading to device leaks. Two patients underwent successful left atrial appendage (laa) closure procedures. The patients were implanted with 31mm watchman flx laa closure device & delivery system (wds). A complete laa seal was noted. There were no patient complications that were reported to have occurred. 90 to 120 days post procedure it was noted that the implanted closure devices had shifted resulting in peri-device leaks. Both patients underwent successful percutaneous explantation of their closure devices. One patient was reimplanted with a 27mm closure device, and the other patient was implanted with another 31mm closure device more optimally. There were no patient complications that were reported to have occurred as a result of this event.